Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 aug 19. (B)(4) unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 28-feb-18. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to end-stage varus tricompartmental osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to pain, instability, and loosening. The surgeon reported using extracting impactor to tap the femoral component out. He noted the extracting impactor was used to tap the tibial component out as well. The surgeon indicated the patella component was found to be well-fixed and not revised. The patient was implanted with depuy knee system and unknown cement product. There were no complications reported. Doi: (B)(6) 2016; dor: (B)(6) 2018 (rt knee).